Event description:
A customer reported that during a patient procedure, using a glidescope video baton 2.0 large, loose connection with the glidescope core smart cable caused intermittent loss of image whenever the connection was wiggled or moved. It was reported that the image gets lost completely for 1-2 seconds and/or the image gets distorted quite heavily. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
The reported glidescope video baton 2.0 large was returned to verathon for evaluation along with the glidescope core smart cable connected to the video baton during the reported patient procedure. A verathon technical service representative (tsr) evaluated the returned devices and was able to confirm the reported intermittent loss of image. Visual inspection performed for the video baton identified damage to its hdmi connector. When connected to known, good, test verathon equipment, intermittent loss of image was observed. The video baton failed verathon's device functionality testing. Next, the verathon tsr evaluated the returned smart cable which passed both visual inspection and verathon's device functionality testing. When connected to a known, good, test video baton, no issues were found; therefore, the issue was isolated to just the customer's video baton. Upon review of the device history for the glidescope video baton 2.0 large serial number (B)(6)," it was determined that the device was manufactured on may 20, 2020 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). Due to the age of the device and the fact that there are no repairs available, the customer was advised to replace their video baton. It is likely that the age of the device (three years), may have caused or contributed to the event. The glidescope video laryngoscopes omm notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Corrective action is not required at this time. Verathon will continue to monitor for trends.